Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred after the cartridge was filled between 400 to 450 units. The customer's blood glucose level was over 300 mg/dl and it was addressed with a bolus.